Event description:
Customer's mother reported via phone call, the customer's insulin pump had alarmed button error. Customer's mother passed the phone to the customer and the customer performed troubleshooting. Customer's blood glucose was 8.1 mmol/l. Customer stated she was active and sweating, when asked if the device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button respond due to corroded keypad traces. No button error alarms noted during testing. Visual inspection was performed and no traces of moisture were noted on the electronic or motor assemblies. The device had cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.